Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and the transmitter, with a lost sensor signal. The customer also reported a bent sensor, issues with the serter, tape not sticking on the product and short transmitter battery life. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn & mmt-7040ma. Troubleshooting was partially done for the loss of communication issue but could not be resolved. Troubleshooting was done for the bent sensor and advised the sensor would be replaced. Troubleshooting was partially done for the serter issue and found the serter was pulled straight up from the pedestal. Troubleshooting was done for the product not adhering issue. Troubleshooting was also done for the short transmitter battery life. No harm requiring medical intervention was reported. The product(s) mmt-1884, mmt-7841zn & mmt-7040ma will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.